Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer¿s blood glucose level was 500 mg/dl and also stated the blood glucose levels of 352 mg/dl, 385 mg/dl, 591 mg/dl and later it was 97 mg/dl. Customer was treated with pump for high blood glucose. Customer declined to troubleshoot for high readings. Customer stated that they changed sets more often as he has been blowing through insulin. The insulin pump will not be returned for analysis.